Event description:
The manufacturer received information alleging a the fan was not working on a dreamstation 2 advanced auto CPAP device. There was no report of serious patient harm or injury. There was no medical intervention reported. The dreamstation 2 advanced auto CPAP was returned to the third party service center for evaluation, and the customer¿s complaint was not able to be confirmed due to the unit not being able to power on. During the evaluation it was noted that the pca (printed circuit board assembly) is burned and the ui (user interface) bezel is corroded and burned. The iso port is contaminated, the blower outlet seal, blower, and the blower box are contaminated. The heat plate is not functional. In conclusion, the pca and ui bezel needs to be replaced to address the issue. The root cause is not confirmed at this time. Additionally, during the service of the device, the iso port, blower outlet seal, blower, and the blower box needs replacement for contamination, and the pollen filter requires replacement for preventative maintenance unrelated to the reportable malfunction/issue. The device was not repaired/serviced due to the customer request.